Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer on the importance of completing the cartridge air removal step prior to filling the cartridge. Customer loaded a new cartridge to resolve the issue.